Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged due to the poor connection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on the customer's blood glucose level.